Manufacturer narrative:
(B)(4). The device was discarded; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was observed inside the tubing of a clearlink secondary medication set. This was reported to have been observed while spiking rigid containers of IV tylenol 100ml and attempting to prime the line (prior to attaching it to a primary set during patient use). There was no patient injury or medical intervention associated with this event. No additional information is available.